Event description:
During a post-implant follow-up, increased capture threshold was observed on the right ventricular (rv) lead. The physician attempted to reposition the rv lead. Multiple positions were attempted and a desired capture threshold measurement was not achieved. Additionally, blood was leaking from the lead when inserting the stylet. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were inadequate capture threshold and blood leaking from the lead when inserting the stylet. As received, a complete lead was returned in one piece for analysis. The reported event of inadequate capture threshold was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.